Event description:
It was reported that the pump battery was depleting quickly. Customer's blood glucose ranged from 72-181 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Device not returned.